Manufacturer narrative:
(B)(6).

Event description:
It was reported that an occlusion occurred. The 99% target lesion was located in the mildly calcified superficial femoral artery. An endovascular therapy (evt) was performed for an occlusion case of an eluvia drug-eluting vascular stent system. A ranger was initially used to treat the out of stent lesion and a non-boston scientific drug coated balloon was used to treat the in stent occlusion.